Manufacturer narrative:
Siemens filed the initial MDR on 27-march-2019. Additional information (06-may-2019): siemens reviewed the systems files and noticed the customer was running with an outdated calibration. Siemens informed the customer about calibrating the method since the instrument was running with a waived calibration. Siemens used the srs (smart remote services) to evaluate the instrument performance and did not identify a quality control run on the day of the event. No instrument malfunction observed during the time of the event, and there were no reports that indicate an instrument issue. No other samples were affected. The cause of a discordant falsely elevated troponin I ultra (tni-ultra) result, for a patient sample, is unknown. Siemens determined that preanalytical variables can affect the quality of the sample, and deviation from recommended best practices can also affect results. Siemens concluded the investigation and is informed that the instrument and customer are fully operational. Results and conclusion codes are updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that one patient sample was affected. Siemens is investigating.

Event description:
The customer obtained a discordant falsely elevated troponin I ultra (tni-ultra) result produced by the atellica im 1600 analyzer. The customer did not report the discordant result to the physician(s). The same sample and analyzer were used to perform repeat testing. The repeat result of <0.000 ng/ml matched the patient's clinical picture and was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.